Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found some tubes have floc. Affect qty: 20ea.

Manufacturer narrative:
H.6 investigation summary: bd received sample and photo from the customer facility for investigation. The sample and photo were evaluated and the customer¿s indicated failure mode for fm in tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found some tubes have floc. Affect qty: 20 ea.